Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hypoint ndl22ga1-1/2in tw was blocked and wouldn't withdraw the contents of the vial during use. The following information was provided by the initial reporter: "regular patient can't withdraw the content from the vial."

Event description:
It was reported that the hypoint ndl22ga1-1/2in tw was blocked and wouldn't withdraw the contents of the vial during use. The following information was provided by the initial reporter: "regular patient can't withdraw the content from the vial."

Manufacturer narrative:
H.6. Investigation: DHR reviewed for the affected batch numbers and did not observe abnormalities. As there is no returned samples and photos for investigation, root cause could not establish.